Event description:
The customer called to report that the insulin pump was not functioning properly. The caller stated that she had been hospitalized for high blood glucose. Troubleshooting was declined as customer requested having a replacement because of wires loose in the battery compartment. The blood glucose reading was 586mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.